Event description:
It was reported that the patient had received medical attention for hypoglycemia on ((B)(6) 2025). The patient reports the school staff had provided fruit snacks, oreos and chees sticks which had increased the patients blood glucose levels. The patient was at the school playground after consuming food and they had lost consciousness. Upon arrival of the emergency medical services the patient was treated with baqsimi.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.4 cloud - hardware iphone15.4 cloud - cgm sensor type g7.